Manufacturer narrative:
Product event summary: controller (B)(4) and several batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller and the batteries revealed that they met specifications; the units passed visual examination and functional testing. The controller logs revealed that there was a critical battery alarm and occurrences of premature switching events near to the event date prior to the 25% threshold. The premature switching events and the false critical battery alarm are most likely due to communication anomalies between the battery and the controller. The devices were related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The circumstances of the event and the controller log files are consistent with an internal investigation for a controller communications error with the battery. The probable cause for the critical battery alarm is controller communication error with the battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-07-31, UDI #: (B)(4), return date: 2015-08-05. Mfg date: 2014-07-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-07-31. UDI #: (B)(4), return date: 2015-08-05. Mfg date: 2014-07-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-05-31 UDI #: (B)(4), return date: 2015-08-05, mfg date: 2014-05-31,(B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-05-31, UDI #: (B)(4), return date: 2015-08-05, mfg date: 2014-05-31, (B)(4), heartware ventricular assist system ¿battery, battery /(B)(4)/ model #: 1650de / expiration date: 2015-05-31, UDI #: (B)(4), return date: 2015-08-05, mfg date: 2014-05-31,(B)(4), heartware ventricular assist system ¿battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2015-06-30, UDI #: (B)(4), return date: 2015-08-05, mfg date: 2014-05-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a low battery alarm for port 1 and then heard an emergency alarm which indicated ¿critical battery 1.¿ the patient took out the battery from port one and reconnected it. This stopped the alarm and the charge of battery one went to 50%. Six batteries and a controller were exchanged. No patient complications have been reported as a result of this event.